Event description:
It was reported that a device displayed a "system error 322." It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device in question. A system error 322 was reproduced and confirmed through review of the device history log. Further testing was unable to determine a specific failed component. Evaluation of known contributors to ec 322 has led to the determination that upper and lower auxiliary were the failing components and requires replacement. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.